Event description:
Information was received from a patient who was implanted with an implantable neurostimulator (ins). The reason for call was pt states last night stimulator said to call manufacturer and now is blank. Pt did not know what the screen was saying just was bright and said to call manufacturer. Patient services advised to do a reset. The troubleshooting steps that were taken on the call resolved the issue. Information was received from a patient (pt) regarding an implantable neurostimulator (ins).  Pt states for the past couple weeks she has had problems with the system. Pt states she sees try again and try again while trying to charge. The patient thought that resetting the controller will help. No symptoms were reported. Additional information was received on 2021-jul-12. It was reported that the patient (pt) was having difficulty keeping a consistent excellent recharge quality that has been going on for about a month. Pt reported no physical damage but stated the recharger would get hot to the touch. The issue was not resolved. An email was sent to the repair department to replace the device. Additional information received on 2021-07-19 reported that resetting did not entirely resolve the blank screen and had to be replaced a 2nd time. Additional information was received on 2021-08-04. It was reported that they were seeing software problem 1-intellis 2-3.6 3-58 4-_rew today (2021-08-04). The patient (pt) stated they have been having difficulty with charge quality for a while, probably around the beginning of (B)(6) but today was the first day they saw the software problem message. Pt reset the controller. No visible damage identified on the external equipment, recharger fit secure into controller. Pt encountered no device found suggesting the stimulator battery was depleted. Pt started a charging session and charge quality fluctuated between good and poor. Pt's controller indicated "stimulator battery low, recharge your implanted device" while the recharger was plugged into the controller and charging session had been started. Pt stated no falls/trauma around the time of this issue. Pt stated no falls for at least a year and a half. The issue was not resolved. An email was sent to the repair department to replace the controller. Additional information was received on 2021-08-09. It was reported that the patient (pt) received the replacement controller, and initially needed assistance pairing with the implant (ins). Pt thought they had completed the pairing steps only through the language screen, but nothing else. Pt reported seeing the reposition the recharger screen. Pt connected the recharger (rtm) and reported seeing the no device found screen. Pt selected recharge and started passive recharge mode, seeing all three numbers at 79. Pt reported seeing middle number as high as 92 during passive recharge mode (prm). Pt commented that getting the rtm around their back was hard to do as they had artificial shoulders, and that it would be better if their implant had been put in the front. Pt also shared that they also have an bladder stimulator and that they were it wouldn't interfere with their scs device; pt made no allegation about the bladder stimulator device during the call. Pt confirmed that they do not use the belt when they charge the ins; instead they back up into pillows. Pt moved while in prm and lost connection with implant and reported seeing system problem rm04. Pt tried reconnecting with the ins three times and saw poor recharge quality. The issue was not resolved. An email was sent to the repair department to replace the rtm. It was reviewed that after replacement of all equipment, if issue is not resolved, pt should seek appointment with their healthcare provider, with a manufacturer representative present. Additional information was received on 2021-08-10 and it was reported that the reason for call was due to a continuation of issues reported in this case. Pt reported that they have been trying to recharge, but are still getting system problem rm04. Pt confirmed there was no damage to the controller compartment, recharger, or li-battery pins, but noted that it was very difficult to unplug the recharger cord from the controller. Pt stated that they could not see any visible signs of damage in the antenna jack. Pt noted that it was like "something was stuck" inside of the antenna jack. An email was sent to the repair department to replace the device.

Manufacturer narrative:
Continuation of d10: product ID 97745 lot# serial# (B)(6). Product type programmer, patient product ID 97755, serial# (B)(6). Product type recharger product ID 97755 serial# (B)(6), product type recharger product ID 97745 lot# serial# (B)(6). Product type programmer, patient section d information references the main component of the system. Other relevant device(s) are: product ID: 97755, serial/lot #: (B)(6), h3: analysis of the 97755 recharger (rtm) (s/n (B)(6)) revealed that the allegation was unconfirmed. This regulatory report is being submitted as part of a retrospective review as part of a CAPA 620188 action. Medtronic is submitting this report to comply with FDA reporting regulations under 21 cfr parts 4 and 803. This report is based upon information obtained by medtronic, which the company may not have been able to fully investigate or verify prior to the date the report was required by the FDA. Medtronic has made reasonable efforts to obtain more complete information and has provided as much relevant information as is available to the company as of the submission date of this report. This report does not constitute an admission or a conclusion by FDA, medtronic, or its employees that the device, medtronic, or its employee caused or contributed to the event described in the report. In particular, this report does not constitute an admission by anyone that the product described in this report has any ¿defects¿ or has ¿malfunctioned¿. These words are included in the FDA 3500a form and are fixed items for selection created by the FDA to categorize the type of event solely for the purpose of regulatory reporting. Medtronic objects to the use of these words and others like them because of the lack of definition and the connotations implied by these terms. This statement should be included with any information or report disclosed to the public under the freedom of information act. Any required fields that are unpopulated are blank because the information is currently unknown or unavailable. A good faith effort will be made to obtain the applicable information relevant to the report. If information is provided in the future, a supplemental report will be issued.